Manufacturer narrative:
Block e1: initial reporter city: (B)(6). Block h6: problem code 3009 captures the reportable event of stent positioning problem. Problem code 1528 captures the reportable event of delivery system difficult to remove. Block h10: a wallflex biliary rx delivery system was received for analysis; the stent was not returned. Visual examination of the returned device found a slight kink at the distal section of the inner sheath. No other issues with the delivery system were noted. The damage noted to the returned device could be a result of device manipulation post procedure, outside the patient. Taking all available information into consideration, the investigation concluded that most likely the reported failures were due to procedural factors such as, handling of the device, the technique used by the user, and normal procedural difficulties encountered during the procedure, which limited the performance of the device. Therefore, the most probable root cause is adverse event related to the procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly, and performance specifications at the time of release for distribution.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a wallflex biliary rx fully covered stent was to be used to treat a bile duct stenosis due to peritoneal dissemination from the descending colon during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6)2019. According to the complainant, during the procedure, the stent was able to be deployed. The stent was placed from the lower bile duct to the out of the papilla. Reportedly, during removal of the delivery system, the proximal side of the tip got caught on the stent, and the stent moved out from its original position approximately 1/3 of the stent length. The stent was removed from the patient and another wallflex biliary stent was placed to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(6). (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a wallflex biliary rx fully covered stent was to be used to treat a bile duct stenosis due to peritoneal dissemination from the descending colon during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the stent was able to be deployed. The stent was placed from the lower bile duct to the out of the papilla. Reportedly, during removal of the delivery system, the proximal side of the tip got caught on the stent, and the stent moved out from its original position approximately 1/3 of the stent length. The stent was removed from the patient and another wallflex biliary stent was placed to complete the procedure. There were no patient complications reported as a result of this event.